Event description:
During a ptci procedure, the guide wire was in a very tight distal cx vessel. It was noted on fluoro that there was a gap in the diatl segment of the guide wire, so the guide wire was removed. The tip was removed intact and it appeared stretched. There was no patient injury.